Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Btg medical assessment: date unknown: dc beads were used for treatment of hepatocellular carcinoma (hcc) at university s. (B)(6) 2018: the patient had a tumour rupture-like condition, which led to massive haemorrhage. As a result, the patient died. No further information was available, and investigation was ongoing at university s for detailed information. Massive haemorrhage leading to death. Severity 4; serious; anticipated; causality: possibly device. Additional information has been requested to enable further investigation as follows but has not been received to date: implant date. Batch number of the device. Were the beads drug loaded? Is so with what? Patient medical history including concomitant therapy and comorbidities. Patient age, sex. Any investigation findings from the university. Bleeding of the tumour (haemorrhage) is an anticipated adverse event listed in the IFU haemorrhage (vessel or lesion rupture) and death are anticipated events listed in the risk management documentation. No batch review was possible for this case as the batch number has not been provided. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
Date unknown: dc beads were used for hepatocellular carcinoma (hcc) at university s. (B)(6) 2018: the patient had a tumour rupture-like condition, which led to massive haemorrhage. As a result, the patient died. No further information was available, and investigation was ongoing at university s for detailed information. Ae: causality/ seriousness (physician). Death: probably related/ serious. Concomitant disease: unknown. Past medical history: unknown. Concomitant drugs: unknown.